Manufacturer narrative:
Insulin pump passed the self test and displacement test. No unexpected software error alarm during testing however, the formatted history file confirmed software error alarm and motor arm communication error alarm due to a software error.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump had the motor arm cannot communicate with the main arm and software error. The customer¿s blood glucose was 66mg/dl. Customer also stated that error was not resolved. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.